Manufacturer narrative:
Technical services evaluated the returned product and confirmed the image issue and the blade lens being cracked. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a ranger gvl 4, the blade's leds would light up, but no image would appear on the monitor. The doctor discovered a crack on the lens of the blade. It is unknown if a back-up device was used. No delay in the procedure was noted. No harm to patient or user was reported.